Manufacturer narrative:
The device was returned to the manufacturer for repair and eval. The service record indicates that the device was manufactured on 06/28/2010. Eval of the device observed that the head of the blade was broken, so the blade could not be locked. The cause of the reported issue is undetermined. The device was serviced and returned to the customer.

Event description:
It was reported that the universal oscillating saw attachment didn't work well and didn't catch reamers. There was no pt harm or delay reported, and the procedure was completed with an alternate device.